Manufacturer narrative:
H3, h6: no product or pictures were returned. The reported complaint could not be confirmed, and a probable cause could not be determined. If the product is returned this complaint will be reopened for further investigation.

Event description:
It was reported that an preterm infant required intubation for ongoing respiratory management. During a planned upsizing of the endotracheal (et) tube, the infant had a 3rd episode of a typical intubation finding and required use of a recalled size 2.0 et tube. The tube was used in the knowledge that it had been recalled but was used as a lifesaving intervention. The infant was subsequently transferred to another neonatal unit for ear, nose, and throat (ent) review, and the et tube was straightforward, and a suction catheter could be passed through the et tube to provide et suction. The infant had a size 2.0 ent tube inserted in the early hours on (B)(6) 2025, (B)(6) 2025 as an emergency procedure prior to the above intubation. It was reported to be unknown what brand of ent tube that was, and it was not possible to a suction catheter via that et tube. The infant had bilateral grade 4 intraventricular hemorrhages (ivhs) with early hydrocephalus evident on scan. Care was re-oriented on (B)(6) 2025, and the infant died.